Event description:
It was reported that the drain line of a peritoneal dialysis (pd) set with cassette came disconnected from the drain extension set. This occurred during the third drain cycle of pd therapy. There was no patient injury or medical intervention associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be performed. Should additional relevant information become available a supplemental report will be submitted.